Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported marker lumen blockage was not confirmed as the returned device was successfully flushed. The reported difficulty and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The marker lumen of the proglide device was flushed prior to the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a prostar xl device was attempted in a common femoral artery via 18fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, no backflow of blood was noticed through the tubes when inserting the prostar xl device into the patient artery. The suture of a second prostar xl device was successful placed in a common femoral artery. The evar procedure was completed and hemostasis was achieved with the pre-placed suture from the prostar xl device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.